Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The low voltage 4 conductor developed a fracture at the first rib/clavicle location while in vivo. The low voltage 3 conductor developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical products: dtbb1q crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead fractured due to clavicular crush. It was also reported the lv lead exhibited high, undefined impedance. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.